Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an error code which indicated that an open circuit was present after shock delivery. The patient had been shocked multiple times for supraventricular tachycardia (svt). The patient was to be seen in the clinic for follow up. Additional information from the boston scientific field representative indicated that the appointment did not take place. No further information is known. There were no adverse patient effects reported.